Event description:
It was reported that during a procedure, the fiber tip separated from the fiber inside the patient. The fiber was replaced, and the procedure completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported detached fiber tip event. Visual analysis showed that the fiber tip is still attached and does not show any signs of detachment. Analysis did identify a distal circumferential fracture. Functional testing determined that the observed distal circumferential fracture had the potential to forward fire. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a procedure, the fiber tip separated from the fiber inside the patient. The fiber was replaced, and the procedure completed without patient complications.